Event description:
It was reported to philips that the device experienced a defib test pads failure coincident with a charge shock failure during operational testing. It was noted that the customer had already attempted to replace the therapy cable and test load but the issue remained. The customer requested that the device be returned for bench repair. There was no patient involvement.